Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while brushing a gastrointestinal videoscope in preparation for an upper endoscopy inspection, a red linear object came out of the device forceps channel. It was additionally reported that reprocessing of the device had been implemented in accordance with the instruction manual and that the procedure was not performed. There was no patient or user harm reported as a result of the event. The customer has requested that the endoscope reprocessor be functionally evaluated.